Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address right hip nodular metal-on-metal total hip arthroplasty with adverse local tissue reaction and possible metal toxicity and right hip gluteus medius insertional tendon tear. Patient has developed right hip pain, abductor weakness, and associated limp. Physical exam and imaging studies have raised suspicion for probable abductor insertional tendon tear. Laboratory studies showed that patient had elevated serum metal ion levels with cobalt greater than 8 and chromium greater than 4. Operative notes stated that upon entry into the joint, there was expression of a scant amount of thick straw-colored fluid with multiple debris particles. The fluid was sent for histopathologic analysis which demonstrated absence of neutrophils but a significant amount of a cellular debris. Periprosthetic soft tissues were noted to be grossly normal-appearing and that there were no obvious signs of infection or necrosis. A representative sample of synovium was sent for histopathologic analysis which again demonstrated a significant scarcity/relative absence of neutrophils. These findings, combined with preoperative negative serologic indices effectively rule out periprosthetic infection. There was noted to be some dark metal staining of the trunnion but it was easily brushed off with the lap sponge and the trunnion was grossly intact appearing. Anteriorly, the gluteus minimus tendon and anterior one half of the gluteus medius tendon were intact to bone. However; the posterior one half of the gluteus medius tendon was found to be torn and mildly retracted away from the greater trochanter. Doi: (B)(6) 2009; dor: (B)(6) 2018; (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot:null. Device history batch:null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.